Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 86 mg/dl. Customer treated with food for low glucose level. Customer reported the insulin pump was over delivering as they disconnected from the insulin pump the blood glucose level rose. Customer primarily reported that the insulin pump was giving too much insulin and there was micro boluses from the insulin pump. The insulin pump and reservoir will not be returned for analysis.